Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) visited the emergency room (ER) due to palpitations. During interrogation, the patient was found to have atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) was contacted for consult review of the presenting electrogram (egm). Upon review, the presenting egm showed the ICD had delivered inappropriate anti-tachycardia pacing (atp) and shocks. The second shock had converted the arrhythmia. Ts also noted the right ventricular (rv) lead exhibit oversensing noise and high out of range shock impedance measurements, while the right atrial (ra) lead exhibited low pacing impedances within normal limits (wnl) and high pacing thresholds. It was noted that the rv lead noise that was reproducible with isometrics. Ts discussed possible causes and recommended for the leads to be replaced. At this time, the ICD system and both rv and ra leads remain in service. No additional adverse patient effects were reported.